Event description:
The manufacturer received a voluntary medwatch (mw5105536) in which it was alleged by sore throat, chest pain, bronchial tube irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.